Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reason. Upon removal, cylinders were shredded. The cylinders and reservoir were replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, and leak and functionally tested. The pump did not pass the activation test. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a leak within the inner tubing. Both cylinders outer tubes were detached with broken fabric threads by the proximal end of the body from tool/sharp instrument damage, likely occurring during explant. Based on the information available and analysis results, the leak and broken fabric threads identified in the cylinders could have caused or contributed to the reported clinical observation of shredded cylinders.